Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10: investigation results: the returned accumax 550 laser fiber was analyzed, and a visual evaluation noted that it was returned broken. The fiber measured approximately 269 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It is likely that due to the fracture within the connector that would cause the connector to overheat if it was fired. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber was broken within the connector, likely as a result of handling damage during setup that manifested during the procedure. Additionally, the distal end of the fiber body was fractured, likely as a result of handling as the device interacted with the scope. Damage within the connector of the device can result in inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on march 31, 2020 that an accumax 550 laser fiber was used in a ureteral lithotomy under rigid ureteroscopic procedure for a stone in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the connector of the laser fiber was hot and could not be used. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 31, 2020 that an accumax 550 laser fiber was used in a ureteral lithotomy under rigid ureteroscopic procedure for a stone in the kidney performed on (B)(6) 2020. According to the complainant, during the procedure, the connector of the laser fiber was hot and could not be used. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another accumax 550 laser fiber. There were no patient complications reported as a result of this event.